Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and the cause of peritonitis was unknown. Treatment was not reported. While in the hospital, the patient passed away ten days after being admitted. Pd therapy was ongoing at the time of death; however, the patient was not performing therapy or connected to the cycler at the time of death. An autopsy was not performed. No additional information is available. This is report 2 of 2.